Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has fiber optic issues. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Corrected data: b5 updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during setup before use, the cardiosave intra-aortic balloon pump (iabp) unit has fiber optic issues. The cover over the fiber optic connector is broken off. There was no involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has fiber optic issues. The cover over the fiber optic connector is broken off. There was no involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation. Findings,component code,investigation conclusions),h10,h11. Corrected fields - b5. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had tested and completed the diagnostic , performance and safety tests on the unit and found no issues. Then the fse had further informed the user that the unit was approved for use. Actually the assembly ,upper panel (upper panel) for the unit will have to be replaced in order to have the swivel cover as it does not come separately. Then the fse had further ordered the part and associated labels and return to replace once they are received. Then the fse had further returned to site and replaced the panel and associated labels and then retested for the performance and approved the unit for clinical use.the failure analysis and testing dept. Received upper panel assembly with a reported unit failure of the cover over the fiber optic connector was broken.the failure analysis and testing dept. Performed a visual inspection and observed that the cover for the fiber optic connector was broken on the upper display panel.the fat dept. Verified the damage to the cover for the fiber optic connector.retaining the upper display panel in the failure analysis and testing department per procedure number (B)(4) rev. Ar.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during setup before use, the cardiosave intra-aortic balloon pump (iabp) unit has fiber optic issues. The cover over the fiber optic connector is broken off. There was no patient involvement.